Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Investigation of the unit was not possible due to discovered infestation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the power extension cable could not be confirmed.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.